Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Healthcare professional later reported ¿r implant sits higher", ¿r breast hematoma¿ and "hematoma appeared within 1 week of the surgery and resolved on its own without surgical intervention" .device has been explanted.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Hematoma: unable to observe since it is not related to the device. Additional observations: no other observation observed on the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.